Event description:
It is reported that a customer experienced high blood glucose of 600 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with rewinding and priming their insulin pump. A no delivery alarm was found on their pump. The customer forgot to check f the cannula was bent. The customer did not want to return the infusion set or reservoir back for analysis. The customer was advised to monitor the pump and to call back if they have any other issues with the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.